Event description:
The consumer indicated that several tampons came apart upon removal and tampon pieces remained inside of her.

Manufacturer narrative:
Device history record could not be reviewed as consumer did not provide a lot code. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.